Event description:
It was reported that during implant, the helix would not extend after the first position. The lead was not implanted. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and analysis revealed the helix disengaged from the helical channel. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.